Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they did try to treat with the insulin pump. Customer stated that they change the sensor and received sensor updating message. Customer stated that they had 1 bottle of insulin but it did not seems to be working. No further patient complications were reported. The device will not be returned for analysis.